Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the q1 was defective on the ECG "d" causing the belt discharge line to short to ground the root cause damaged q1 could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was experiencing adjust belt messages.